Event description:
It was reported that during an implantable cardioverter-defibrillator upgrade, the lead exhibited loss of capture. Upon fluoroscopy, it was revealed that the lead had dislodged. The lead was capped. Following the procedure, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.